Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and fit securely. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power circuit. The power complaint was unable to be duplicated during investigation.